Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 569 mg/dl and 424 mg/dl. The customer¿s infusion set was flooded and got damaged. The customer was not using the insulin pump because she has no infusion set. The insulin pump will not be returned for analysis.